Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging headache, cough, chest pain. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h6 investigation findings was missed to capture in follow up report (2518422-2022-71821-1), now its corrected and updated in this report.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging headache, cough, chest pain. The device was returned to the manufacturer's product investigation laboratory for further investigation. 0 blower hours and 0 therapy hours were logged, suggesting device data reset prior to pil receipt. 10,702.5 machine hours were logged. Care orchestrator data unavailable. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Evidence of water ingress on the bottom of the blower and the blower box. Fine, white contamination found throughout device enclosure and blower box. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed in ER (B)(4) (v1). If it stated that the device was inspected in the external part of the device, then I would state that. Then the internal inspection. Pil can confirm the presence of contamination in the airpath. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. No errors were found. The manufacturer concludes the results of this investigation do not impact the calculated risks. Section d5 (missed to capture in previous report) has been updated/corrected in this report.